Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump due to charging issue, so customer was instructed to switch to replacement pump that had already been sent and technical support assisted customer with setup.